Event description:
It was reported that the patient presented remotely via (B)(6). Upon review of the transmission, it was observed that the implantable cardioverter-defibrillator exhibited backup vvi pacing due to event queue overflow. The device was reprogrammed successfully. The patient was stable.